Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ere after receiving inappropriate antitachycardia pacing and hv therapy for sinus tachycardia. Programming changes were made. Several days later, patient presented to the hospital, and it was noted that the device delivered inappropriate shocks for a supraventricular tachycardia with rapid ventricular response. Additional programming changes were recommended.